Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. During a call for MRI compatibility, the MRI tech reported that the patients said the ins doesn't work anymore, but the caller was unable to clarify "doesn't work anymore", as the patient had given her no additional info. There were no patient complications reported as a result of this event.